Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2014, resulting in a hypoglycemic event. Patient reported husband had to provide icing (something with sugar) to assist. No injuries or medical intervention were reported. At the time of call to dexcom technical support, patient reported a current condition of feeling good.

Manufacturer narrative:
(B)(4).